Event description:
It was reported that the patient presented in the operation room for a generator change. Interrogation showed the right ventricular (rv) lead was over-sensing noise and failed to capture due to high capture threshold. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. There were no patient consequences.